Event description:
It was reported that during the implant attempt there was positioning and fixation difficulties as the lead helix could not be extended after repositioning. The lead was not implanted and another lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the full lead was returned and analyzed. It was found that the helix disengaged from helical channel. It was also noted that the defibrillation coil was distorted and the inner tubing was kinked/buckled. The distal conductor had blood/body fluid (not obstructed), and there was blood in/on the helix/lobe mechanism and (sleeve head). The tip seal was also observed. Visually, it was noted that the lead insulation was cut at 54.5cm with a scalpel to inject alcohol to remove the stylet from the distal coil which was stuck due to dried blood.

Event description:
It was reported that during the implant attempt there was positioning and fixation difficulties as the lead helix could not be extended after repositioning. The lead was not implanted and another lead was successfully implanted. No patient complications were reported as a result of this event. It was reported that during the implant attempt there was positioning and fixation difficulties as the lead helix could not be extended after repositioning. The lead was not implanted and another lead was successfully implanted. No patient complications were reported as a result of this event.